Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced insulin flow block alarm event on (B)(6) 2024. Patient's blood glucose at the time of issue was reported as high. Patient took correction bolus via pump to address high blood glucose levels. The set was inserted at abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.